Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31452436m and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
A patient underwent a repeat cardiac ablation procedure on (B)(6) 2025 with a thermocool smarttouch and the patient experienced pericarditis and low oxygen saturation which required medical intervention. On (B)(6) 2025, patient experienced low oxygen saturation (ae#1) categorized as moderate and not serious. Relationship to study device is not related and relationship to the repeat study procedure is causal. The outcome is recovered/resolved with an end date of (B)(6)2025. Intervention was oxygen. On (B)(6) 2025, patient experienced hematoma left wrist puncture site (ae#2) categorized as mild and not serious. Relationship to study device is not related and relationship to the repeat study procedure is causal. The outcome is not recovered/not resolved. Intervention was none. On (B)(6) 2025, patient experienced pericarditis (ae#3) categorized as moderate and not serious. Relationship to study device is not related and relationship to the repeat study procedure is casual. The outcome is not recovered/not resolved. Intervention was medication.